Event description:
Hospira brand ketorolac tromethamine 30mg/ml I-secure syringes defective. The plunger is missing threads to secure it to the syringe device. Three defective syringes identified all lot #82505ll with expiration date of 1apr2011. Ndc number of product is (B) (4). Resulted in delay of treatment, no other major patient harm. Dose, frequency and route used: 30mg IV or im. Therapy dates: #1 (B) (6) 2010, #2 possible (B) (6) 2010.